Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record was not possible due to serial number being unknown and no response from customer. Based on the results of the investigation, olympus was unable to confirm the reported event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was recommended cleaning scope connector with iso alcohol-allowing proper dry time according to proper reprocessing protocol for scope. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for the video system center, scopes were giving error on towers. Scope communication error code b30 was reported. There were no reports of patient harm.